Event description:
A hospital in (B)(6) reported that a female patient, with no history of respiratory issues, began to suffer from dyspnoea while she was pregnant in early (B)(6) 2012. She was hospitalised in the maternity ward following cesarean section, then transferred to pneumology on (B)(6). Her respiratory condition worsened; she was admitted to the ICU for pneumonia, and developed hypoxemia on (B)(6). The hospital stated that a scan on (B)(6) showed no pneumothorax. From (B)(6), she was placed on optiflow therapy on an evita xl ventilator, with a fisher & paykel healthcare opt546 nasal interface. On the morning of (B)(6) 2012, an x-ray showed a pneumothorax had developed . The hospital stated that no defects were noted on the opt546 interface, the chamber, or the humidifier. On (B)(6) 2012, the patient's respiratory condition deteriorated sharply; the patient was intubated, ventilated, drained and placed on ECMO (extracorporeal membrane oxygenation). The patient died later on the same day.

Manufacturer narrative:
(B)(4). The opt546 nasal interface was not returned to fisher & paykel healthcare for evaluation and our investigation is accordingly based on the description of events and our knowledge of the product. The hospital has informed us that no defects were noted on the interface. In addition, an fph representative visited the hospital on (B)(4) and obtained the details of the incident from dr (B)(6). Dr (B)(6) stated that while the pneumothorax had not directly caused the death of the patient, he believed it had been an aggravating factor. He asked whether the pressures created by the optiflow therapy in combination with severe coughing by the patient could cause the barotrauma experienced by the patient. The opt546 interface is used to deliver humidified oxygen to patients. The opt546 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. With optiflow, the patient is being supported with pressures which would have been significantly lower than when the patient was ventilated with a ventilator. Airway pressures of around 30cmh2o are typical with use of a ventilator, whereas optiflow pressures are typically around 3 to 4cmh2o. The benefits of low level positive airway pressure, as well as the other accepted mechanisms (accurate oxygen delivery, washout of anatomical deadspace, mucociliary clearance etc) outweigh the very low risks associated with low level pressure generation. There are many non-optiflow related reasons which could have resulted in a pneumothorax. For example, it is possible that the patient developed a spontaneous pneumothorax which was associated with severe pathophysiology of the lungs. It is also possible that the patient developed a pneumothorax prior to optiflow use while still being ventilated in ICU. Pneumothoraces do not necessarily show up on x-rays immediately and can develop over a few days. This is the only complaint of this nature we have received for the optiflow nasal interface. The opt546 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found, the interface is discarded.